Manufacturer narrative:
Device evaluation summary: electrode belt sn (B)(4) was returned to the distributor for evaluation. All gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Device evaluation of monitor sn (B)(4) is undewray. Upon evaluation the monitor passed incoming functionality testing. A review of download data indicates that the monitor reset after delivering a pulse to the patient in the field. The root cause for the reset was unable to be positively identified at this time.

Event description:
A us distributor contacted zoll to report that a patient may have been treated by the lifevest. It was reported that the patient was sleeping just prior to the treatment, and woke up to the sound of the arrhythmia alarms. Clincial review of the patient's ECG events around the time of the alleged treatment revealed that the patient's rhythm was supraventricular tachycardia (svt) at 180 bpm. Gel was released at 8:58:29 am. Review of the download data also reveals that the monitor likely delivered a treatment shock to the patient, and immediately reset after delivering the pulse. Svt above the patient's physician prescribed treatment threshold contributed to the false detection. The rapid rate satisfied the rate detector of the detection algorithm. There is no indication of any death or serious injury associated with the treatment event. The patient did not seek medical attention after the event and continues wearing the lifevest.